Event description:
Olympus was informed that two of the cystoscope were found to have rust at the distal end which attributed to pts with excessive pain post-operative. There were no further details provided.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding this report. The user facility reported that 3 pts reportedly had experienced pain after having undergone cystoscopy procedures with the use of two of their cystoscopes. The user facility reportedly could not determine which endoscope was used on which pt. The user facility reported that the pt had either complaining about burning during urination immediately following the procedure or on the following day. The pt reportedly was experiencing severe pain during urination, and the catheter which was placed on (B)(6) 2012 had to be removed as a result. The pt reportedly was improving. The user facility reportedly identified rust at the distal end of the cystoscopes after receiving complaints from pts relative to burning pain during urination. The referenced device has never been returned to olympus for service after purchase in 2009. Olympus received the following devices for eval. Eval of the cyf-5 scope with serial number (B)(4) found that the bending section of the device was stained. Eval of the cyf-5 scope with serial number (B)(4) found that the bending section of the device was stained. An olympus endoscopy support specialist was dispatched to the facility to provide in-servicing on appropriate reprocessing. The reported phenomenon was attributed to insufficient cleaning and improper reprocessing. This is one of three reports. Please also reference 8010047-2012-00295 and 8010047-2012-00296. This report is being submitted as a medical device report in an abundance of caution.